Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Pt presented with recurrence. Mesh was explanted as part of the repair of the recurrence. As mesh was being explanted, doctor found ring was broken. Doctor stated, he did not feel the broken ring contributed to the pt's recurrent hernia.